Manufacturer narrative:
Additional information: d4, h4. H3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the device´s packaging is damaged. A review made by the quality engineering team determined that no additional action or investigation is needed. There are no additional complaints for this batch, and based on the image provided it cannot be confirmed to be due to a manufacturing issue. All pieces are sealed individually, so there is not reason to suspect an issue beyond this one piece. If more complaints are received for this batch, an investigation will be opened and potential further action considered at that time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the inspection procedure the shrink wrap should be verified to be not damage. It also states that the tray inner snap lid should be verified to be not damage. The inner and outer blister lid should be verified to be not damage. Also, the carton should be verified to be not damage. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include storage conditions or mishandling. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a tka, one (1) gns ii non-por tib sz 7 right was noticed that it had come with the inner packaging potentially damaged. As this was noticed upon set up or inspection, there was no patient involvement.